Event description:
Pt underwent revision to the left femoral and exhibited an infection post-operatively. No additional details are available at this time.

Manufacturer narrative:
The vascu-guard peripheral vascular patch is still implanted in the pt; therefore, no product was returned for eval. According to the device history record, the devices met spec at the time of MFR. The 100% sterility check passed in all cases with no psi indicated.